Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) pump due to inflation issues. The physician was unable to inflate the implant after several troubleshooting techniques. No patient complications were reported.